Manufacturer narrative:
(B)(4). Corrections/removal reporting number: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg shut off when she attempted to recharge the device. Ever since, the patient has been unable restore stimulation or have success with the charger communicating with her ipg. An sjm representative met with the patient and was unable to provide resolution via troubleshooting. As a result, the patient may undergo surgical intervention.